Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer described no delay in therapy to the patient due to this issue. They had already connected the transduced inner lumen, zeroed the line, and had a clean arterial pressure (ap) waveform for use. The getinge representative instructed them to leave the fiberoptic connection disconnected so the alarm did not continue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: bsn, rn, ccrn-k / nurse manager cvicu & cardiac telemetry. Additional initial reporter full name: (B)(6). Complete event site name: (B)(6). The device will not be returned and cannot not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).